Event description:
It was reported that patient experienced high blood glucose event on(b)(6)2026 which was addressed by pump.

Manufacturer narrative:
E1: Name: Medtronic MinimedCountry: United States of AmericaAddress ¿ Line 1: 18000 Devonshire StreetCity: NorthridgeState: CaliforniaZip Code: 91325Based on the available information, this event is deemed to be a Serious InjuryTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380